Manufacturer narrative:
Intuvie received a report indicating that one of the infusion pumps ran dry, allowing fluid to infuse through and past the pump without an alarm sounding. The issue was identified promptly, and no patient harm was reported. A review of the device¿s serial number history revealed no similar complaints. The device was evaluated, and no product was detected. The failure mode was not confirmed. The probable cause remains undetermined. The investigation is ongoing. CAPA- zm2023-08 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that one of the infusion pumps ran dry, allowing fluid to infuse through and past the pump without an alarm sounding. The issue was identified promptly, and no patient harm was reported

Manufacturer narrative:
No new information was identified regarding the specific pump investigation. However, it was determined that this failure mode can occur when the administration set is improperly installed or primed (e.g., due to loose connections, fluid leakage, or residual water exposure). In such cases, liquid droplets may accumulate at the bottom of the air-in-line (ail) sensor channel. These droplets can interfere with ultrasonic waveform transmission between the transmitter and receiver, preventing proper air-bubble detection. Reference to complaint # (B)(4).